Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. He was playing outside with a water gun but no water was inside the insulin pump. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.